Event description:
A machine would not go into bypass appropriately. There was no pt involvement. If the machine had been used for a dialysis treatment and conductivity alarm occurred due to inappropriate dialysate, the machine malfunction could possibly result in pt injury. The MFR provided phone support for troubleshooting that assisted the facility in repair of the machine.